Event description:
Three (3) smartez pumps (se0200-100, lot# s7n32) began leaking at the bottom shoulder where the bladder meets the bottom ring, when the tech started filling with 0.9% sodium chloride.